Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon was unable to impact keel punch, as it appears to have been manufactured with the handle facing backwards.

Manufacturer narrative:
Product available to stryker. The event could not be confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated. Not returned to manufacturer.

Event description:
Surgeon was unable to impact keel punch, as it appears to have been manufactured with the handle facing backwards.